Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt's midline incision site opened up. The pt's symptoms were redness and fluid coming out of the midline incision. The pt was explanted. The physician suspected that the pt's pocket was infected and gave the pt oral antibiotics.